Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels (1,500 mg/dl). Customer was treated with intravenous insulin drip. Reportedly, pump is functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.